Event description:
The implant failed due to patient bone condition. Fixture was placed at #17 and removed after 12 months. Fixture was placed with primary closure. Healing abutment load. Prosthetic attachment (single). Moderate oral hygiene. Poor bone condition. Patient's medical history: hypertension.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.